Event description:
In this case, the customer reported after a power outage there was a fire in the technical room. There was no report of harm to a patient, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint (B)(4).